Manufacturer narrative:
Product received date - 1/21/2026. Investigation summary. The reported complaint of leak was confirmed on the returned set. During visual inspection, the 3" pressure tubing was observed to have a tear near the female luer. Stress marks were observed at the tear on the pressure tubing. The probable cause of the tear had occurred due to unintentional bending and twisting forces applied on the tubing during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Additional information b5 and concomitant product section.

Event description:
The device was infusing heparin at the time of the event. Blood and heparin leaked on the patient and healthcare provider. There was no adverse outcome as a consequence of the event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact information: (B)(6) canada (B)(6).

Event description:
The event involved a safeset 24 inch arterial pressure tubing, safeset¿ reservoir and blood sampling port and it was reported that the product was leaking at connection point between tubing and luer lock. The patient was bleeding from the arterial line when the safe set disconnected. This caused a delay in procedure. The product was removed, and new tubing was used. There was patient involvement, but no patient harm/ adverse event reported.